Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the basic console for electric pen drive/small electric drive device was not functioning with no power supply and had a damaged module when inserted. It was further determined that the device failed pretest for general condition, check all electrical connectors, power on test, check function 90k-pen, check function small electrical drive, check function electric pen drive, and check function with all hand pieces. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The event date was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.